Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "during a case last week user experienced some difficulty maintaining airway pressures and delivering ideal tidal volumes. The cuff of our et tube would not hold any air with the syringe. After re-intubating the patient, we examined the et tube that was removed. The distal cuff of the et tube had a large hole spontaneously rupturing intraop. The cuff was tested/inflated prior to starting the case. Following induction & intubation, the cuff was inflated without issue, & no leak. The intubation was smooth, atraumatic, & patient was edentulous. The case was not laparoscopic." The patient was reported as fine.